Event description:
The user facility reported that the side-tube detached from the main housing of the introducer sheath during a fistulagram procedure. Reportedly, the procedure was completed successfully and there were no patient complications.

Manufacturer narrative:
The involved sample was discarded by the user facility, which limits the failure investigation. The failure investigation included reserve sample testing and a review of user facility information and quality records. Inspection and testing of retained samples confirmed that there were no defects or anomalies and product performance specifications were met. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. While the cause of the reported event cannot be definitively determined based on the available information, the event description is consistent with over-pressurization of the tubing during injection of contrast media. The device labeling does address the potential for such an event under certain circumstances in the warnings/precautions section of the instructions-for-use which state, "do not use a power injector through the side tube and 3-way stopcock". All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.